Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(4): information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation, fecal incontinence, and gastrointestinal/pelvic floor who reported that the patient was having issues with the stimulator. The patient reported that they had gone through all 3 of the programs and has turned them up extremely high and for the last month or so the patient was having no warning. Additionally, the patient indicated that turning it up high caused discomfort, but noted that it was better than going in their pants. The change in therapy was noted as sudden at the end of (B)(6)/beginning of (B)(6). The patient's first setting was 2.6, but when the patient increased stimulation to 2.7 they felt stimulation in their right leg. The patient then changed to program 2 and increased to 1.3 where it was working for a while and the patient gradually went up. The patient went to program 3 at 1.2 and again gradually increased, but was still not getting any warning. When asked about program 4 the patient indicate that they had forgotten about program 4 and was set to 2.4 at the time of the call, but this was kind of uncomfortable. The patient was advised to follow-up with their healthcare provider (hcp). Patient status is unknown at the time of this report. There were no further complication reported or anticipated.